Event description:
The customer contacted stryker to report that their device is not responding and only makes a cracking sound. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device is unrepairable and it is recommended to have it scrapped. The device was returned to the customer per their request. The cause of the reported issue could not be determined.